Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance properly. The hosp has reported no pt injury occurred. The circulating nurse bent the instrument while placing it into sharps container.